Event description:
A customer reported experiencing a cartridge alarm issue during insulin therapy. The blood glucose (bg) level displaying as "high." The customer delivered a correction bolus via the pump to address elevated bg. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.